Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be damaged. The lens was explanted and exchanged within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. "Press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The healthcare facility reports prolonged surgery and that the patient will require an additional surgical procedure to correct their residual vision as a non trifocal toric lens was implanted at the time of the original surgery. The injector was removed from the blister tray to insert ovd and to close the flaps. This is a deviation from the IFU. Additionally, the information received identifies that the user felt resistance immediately upon starting injection. The rayone IFU "use of rayone" section "fig 7" includes the following statement ""press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". User error by not following the IFU is the root cause in this case.

Event description:
On 19th june 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that the lens was damaged during implantation and was noticed immediately following insertion into the eye. The lens was explanted.